Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Incident date/time: 20th march, 2048-2127hours medication: IV clonidine hcl 37.5 mcg description provided by nurse: date: (B)(6) 2022, 2046hours rate 80ml/hr, vtbi 20ml nurse noticed at 2110hours, the volume of the bag increased from 20mls to 40mls. Nurse restarted infusion at 2115hours, and it completed at 2220hours uneventful after that. Parameters provided as: total volume infused 60 mls. (40 mls medication and 20 mls flushing) rate at 60 ml/hr. Based on the history logs extracted from 377296, total volume infused was 20.13ml, rate was changed few times, and there were multiple pressure high alarms occurred and subsequently acknowledged by nurse. Nil discrepancies of abnormalities found from the history. No further complication reported after the event. Patient's condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. Nil discrepancies of abnormalities found from the history. The device history files were analyzed. The infusion was started at 08:47 pm with a rate of 80ml/h and a volume of 20ml. During the infusion the pressure alarm occurred, several times. At 08:48 pm a line change was performed. The infusion was continued and the pressure alarm occurred again, several times. At 08:52 pm a line change was performed, again. The infusion started again and the pressure alarms occurred again, several times. The reason for the alarms could not be clarified. At 09:27 the infusion finished and the line was extracted. The complaint could not be confirmed.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion. Incident date/time: 20th march, 2048-2127 hours. Medication: IV clonidine hcl 37.5 mcg. Description provided by nurse: date: (B)(6) 2022, 2046 hours. Rate 80ml/hr, vtbi 20ml. Nurse noticed at 2110 hours, the volume of the bag increased from 20mls to 40mls. Nurse restarted infusion at 2115 hours, and it completed at 2220 hours uneventful after that. Parameters provided as: total volume infused 60 mls. (40 mls medication and 20 mls flushing) rate at 60 ml/hr. Based on the history logs extracted from (B)(4), total volume infused was 20.13ml, rate was changed few times, and there were multiple pressure high alarms occurred and subsequently acknowledged by nurse. Nil discrepancies of abnormalities found from the history. No further complication reported after the event. Patient's condition not affected.